Event description:
It was reported when the programmer head connects to programmer is loose. Two different programmer heads were tried. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) connector is loose on the lem (link electronics module) printed circuit board assembly; need to hold just right to get telemetry to work. Analysis also found the rubber pads on lower case are damaged, rear display cover is cracked, and system fan is intermittently noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).